Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor break. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states transmitter not break. The sensor will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.